Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The customer performed an entire preventative maintenance course on the device, after which the reported problem could not be duplicated. The unit is back in service.

Event description:
The customer reported the device shut down while in transporting a patient. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device shut down while in transporting a patient. No patient harm reported.